Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence, raising concern about proper insulin flow. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then successfully resumed insulin therapy, and no additional actions from technical support were documented.